Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Unknown when humerus nonunion and deformed union began. 510k: this report is for an unknown screwl/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date was two years ago (date unknown). Subject device has been received and is currently in the evaluation process. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(4) as follows: it was reported, that two years ago (date unknown), the open reduction internal fixation orif surgery was performed using the va-lcp distal humerus plates. The surgery was successfully completed. On (B)(6) 2018, revision surgery to replace the plate and screws in use was performed due to humerus nonunion and deformed union with the patient. The revision surgery was successfully completed with a 60-minute delay, and there was no adverse consequence to the patient. This event is linked to (B)(4). This complaint involves 2 parts. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for the nonunion and deformed union. The intra-operative issue of broken screws resulting in the sixty (60) minute delay is captured in related complaint (B)(4). It was noted the cause for the nonunion and deformed union was insufficient reduction in the orif application.

Manufacturer narrative:
A product investigation was completed: a 15 millimeters length portion of an unknown plate with a blocked portion of an unknown screw head in one of two available screw holes was received for investigation. It seems that the plate portion was cut off during the revision surgery for the reported humerus non-union. Because of the unknown article and lot number and the lack of additional information a device history record review and further investigations are not possible. The complaint cannot be confirmed regarding a non-union situation in patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.